Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was not functioning and the programmer and analyzer were not able to provide a reading during an implant procedure even after a different analyzer was used. The programmer and analyzer were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported issue; the programmer passed all incoming tests. Analysis noted that the programmer was displaying an intermittent error code and the printer was not printing consistently. The micro processor unit (mpu) and printer were replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.